Event description:
The information received indicated that after dilating a lesion, deflation of the firestar balloon was very slow. It took approximately 40 seconds to deflate the balloon. The balloon inflated normally. The balloon was not used to post-dilate a stent. The balloon did not re-wrap properly. The balloon catheter was removed with force. The balloon catheter was not removed easily. The patient's heart rate decreased for a minute during removal of the balloon, and then it was fine. The decreased heart rate was not treated. The patient is currently fine.

Manufacturer narrative:
The product has been returned for evaluation, however, the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information received from a sales representative indicated that deflation of a fire star balloon was very slow. A 2.50mmx 15mm fire star balloon was advanced to the lesion for pre-dilation and inflated to an unknown pressure. When negative pressure was applied, it took approximately 40 seconds for the balloon to deflate and did not re-wrap properly. The balloon catheter had to be removed with force and the patient's heart rate decreased for a minute after removal and then returned to normal without treatment. The contrast to saline ratio is unknown. There was no report of injury to the patient and the device was returned for evaluation. One non sterile sakura fire star unit was received coiled into a plastic bag. The unit showed residues of crystallized inflation medium along the inflation lumen. Using the deflation/inflation system, the unit was pressurized as required by internal procedures to inflate the catheter balloon, and then a vacuum was applied with an indeflator to deflate the balloon completely. There was no evidence of inflation/deflation difficulty during functional testing performed. Scanning electron microscope (sem) analysis results: both the transition and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The reported failure by the customer was not confirmed (deflation difficulty-unable), there are no indications that the reported issue could be related to the manufacturing process once the catheter passed the 100% inflation/deflation test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As the reported customer complaint was not confirmed, it is not possible to determine what the exact difficulties the customer encountered but there are procedural/handling factors that may have contributed to the reported event. The returned balloon catheter inflated and deflated normally and no structural anomalies were found during analysis, therefore, no corrective action is needed.